Event description:
Essure coils were placed in (B)(6) 2014 without my consent. Doctor was supposed to do a traditional tubal, and I woke up with coils. After talking to him regarding the removal, I was unhappy with his approach and found another doctor that would remove the coils a safe way. From the moment I woke up from placement, I had a migraine, bloating, cramping, bleeding, depression, hair loss, and 2 weeks my left leg from the hip to ankle ached. After removal, all the symptoms disappeared except my hair loss. Removal was done on (B)(6) 2014. I had my tubes and coils removed via davinci.